Event description:
A user facility reported that a pt developed reduced vision in the right eye after implantation of an intraocular lens (iol). The surgeon stated the reduced vision could be due to other causes. Add'l info has been requested.

Event description:
Additional information provided by the consultant involved in this case indicates that the pt's reported reduced vision is due to diabetes and is not related to the intraocular lens.